Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 38 mg/dl. Customer¿s other blood glucose was 30 mg/dl, 300 mg/dl, 339 mg/dl and current blood glucose was 164 mg/dl. The customer treated with a sandwich and some carbs for low blood glucose and insulin pump for high blood glucose. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege pump was over delivering. Customer did not use automode. The insulin pump will not be returned for analysis.